Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws of cutter were reported to be separated from the tip of the device upon removal from the package. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to factory for investigation. Signs of clinical use and evidence of blood was observed. The heater wire was flexed away from the hot jaw and was detached at the tip. The wire was attached at the base of the jaw. There was blood observed in the heater wire and the cold jaw. There were no other visual conformities observed. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode "heater wire detached". Specific actions for the confirmed failure are maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws of cutter were reported to be separated from the tip of the device upon removal from the package. The hospital did not report any patient effects.